Event description:
New information noted that the patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation a battery longevity anomaly was observed despite programming changes being made. No further intervention was performed and no adverse patient consequences were reported.